Event description:
It was reported that a patient implanted on (B)(6) 2021 with synergy intraocular lens (iol) in their right eye, presented with halos and glare on (B)(6) 2021. Further follow-up revealed that the iol was explanted and replaced with an eyhance lens 23.0 diopter. Visual acuities provided as: 20/20 with glasses pre-initial implant, 20/40-2 post-initial implant, and 20/20 post-replacement. Patient was reportedly doing good when discharged. Account indicated that no further medical or surgical intervention was required. The explanted lens is not available for return. The lens in the patient's left eye remains implanted as of to date. No further information is available.

Manufacturer narrative:
Telephone number:(B)(6). Customer indicated that the lens is not available to be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.